Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Blood glucose was in the 190-200 mg/dl range. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.